Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
Customer reported that the tip of the needle broke off during the procedure. No adverse pt consequence was reported.